Manufacturer narrative:
The reported events of high pacing impedance and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece measuring 52.3 cm for analysis. Visual and x-ray examinations of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the newly implanted right atrial (ra) lead was experiencing high pacing impedance and p-wave amplitude variation. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6)2023. There were no patient consequences.